Event description:
While attempting to intubate a patient, the medic placed the blade into the patient's mouth to visualize the airway and started to apply pressure to lift and expose the airway. The blade broke at the handle connection. No adverse effects were noted. No additional information, such as patient's history, weight, or airway assessment details were provided.

Manufacturer narrative:
(B)(4).